Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted due to high out-of-range shock impedance. The most recent recorded daily measurement was just in normal range at 122 ohms. Review of the device data over the past year demonstrated intermittent measurements approaching the 125 ohms limit, with a nominal trend of approximately 80-85 ohms. Appropriate sensing was observed, with normal device function, and right ventricular (rv) thresholds were stable. Technical services recommended considering an increase to the upper limit of the shock impedance alert. The ICD and rv lead remain in service and no adverse patient effects were reported.